Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer was hospitalized due to high blood glucose of 348mg/dl on (B)(6). Customer current blood glucose was 500mg/dl. Customer was wearing the insulin pump at time of hospitalization. Customer declined troubleshoot for the issue. Insulin pump will not be return for analysis.